Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had presented a leak at the luer lock connection. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Manufacturer's investigation did not verify any defects with the returned infusion set. The returned adapter appeared dirty, which can cause the customer's allegation. Therefore the suspect product was changed from the infusion set to the adapter.